Manufacturer narrative:
Product was not returned to manufacturer as still implanted. No examination can be performed. No xrays were provided. As reported: while placing the roi a anchoring plate s, the surgeon was unable to fully seat the anchoring plate s in the locked position. The surgeon and the access surgeon evaluated the anchoring plate s and determined to leave it as is was. Patient's bone were noticeably hard and provided great resistance to anchoring plate insertion. The surgical team decided not to use the awl at l5. Surgeon is pleased with the overall result of the surgery. The review of the device history records and traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. From the information provided, the product history records, the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. The root cause is related to an user error as patient's bones were hard and surgeon didn't use starter awl before implantation for anchoring plate in l5 and decided to leave the anchoring plate in an unlocked state. As indicated into roi a surgical technique: in order to prepare the anchoring plate trajectory, the starter awl is recommended for each roi a surgery. The use of the starter awl is up to the surgeon based on his surgical and product knowledge, pre-operative assessment of the patient's case and pre-operative signs of bone density on the instrumented level(s). After removal of the cage holder, it is really important to conduct both a visual and fluoroscopic verification of the anchoring plate position. Both half anchoring plates must be clearly separated from each other and must be nearly flush with the anterior part of the cage. Use the final impactor on each half anchoring plate so as to thoroughly finalize the impaction. Product still implanted.

Event description:
Roi a: anchoring plate unable to fully seat. As reported : while placing the roi a anchoring plate s, the surgeon was unable to fully seat the anchoring plate s in the locked position. The anchoring plate s was being inserted into the l5 vertebra when it was determined that the anchoring plate s was not advancing as it should. This same situation was encountered while placing the anchoring plate s at s1. The plate was removed and the awl was used which allowed for the plate to seat appropriately. The surgeon did not use the awl for the l5 vertebra. The surgeon did not attempt to remove the anchoring plate s and chose to complete the surgery and leave the anchoring plate s in an unlocked state. The surgeon and the access surgeon evaluated the anchoring plate s and determined to leave it as is was, as additional force had already proved not to advance the plate any further and more force might create additional issues. Surgeon is pleased with the overall result of the surgery. Patient was discharged as normal, and recovering as expected. No x rays are available. Surgical technique was followed.